Event description:
A visualase representative reported a charred tip on a cooling catheter system (ccs) that was identified while in a procedure. Fiber was assembled and pulled back 4 millimeters to allow for proper saline flow. Saline was run and return noted. Test at 40% heat was delivered appropriately. Laser off, saline on high, delivery at 80% for 2.5 minutes. Laser off pulled back test again 40 w delivery at 80% for almost 3 minutes. When catheter was removed distal tip of ccs was melted. Saline loop remained closed. Catheter was replaced and second tumor site was targeted. Steps were repeated and ccs again melted. At this point the laser and the catheter were replaced. A third site was targeted. After a 40% test dose, two ablations were done at 80%. Upon removal no melting was apparent. The surgeon completed the procedure with the use of the thermal therapy system. There was no impact on patient outcome reported.

Manufacturer narrative:
Mfg date now provided.

Manufacturer narrative:
Patient information was not made available from the site. Device manufacturing date is unavailable. Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. (B)(4) 2015 - per biotex inc. Documentation, temperatures remained in normal range. No char was noticed on the catheter. When using the aiming beam on the alleged bad laser, it was noted that the distal 3 millimeters were hyperintense, light was being emitted non-uniformly. All 3 cooling catheter system (ccs) and both lasers (along with packaging) were returned to biotex, inc. Medtronic navigation is filing this report having recently acquired the 510k related to the visualase devices and transferring responsibility for complaint handling and MDR reporting on (B)(4) 2015. Upon conducting a retrospective review of existing complaint records, previously handled through the quality system at biotex, (B)(4) (prior owner of the 510k), it was determined that this event meets the criteria medtronic would consider reportable to FDA. The aware date used is the aware date within the biotex quality system; however, medtronic navigation reviewed this complaint for MDR reportability and data transfer beginning on (B)(4) 2015. (B)(4)